Event description:
It has been reported to philips that the allura xper fd10 system was not starting up. The system was not in clinical use and no harm has been reported. A philips field service engineer (fse) inspected the system onsite and replaced the host pc which returned the device back to use in good working order.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-04542. This complaint will be closed as duplicate.